Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated from a cobas liat system. A customer from (B)(6) alleged that they received potential false positive results for patients¿ samples analyzed on the cobas liat system. The customer reported that they observed potential sars-cov-2 positive, influenza a negative, influenza b negative results for 5 patient samples at the limit of detection (lod) of the cobas® sars-cov-2/influenza a/b assay analyzed on the cobas liat system (s/n (B)(4)). The same patient samples were sent out for repeat testing on the competitor¿s eua platforms that generated sars-cov-2 negative, influenza a negative, influenza b negative results for patients¿ 1, 2,3 &5. The same sample was sent out for patient 4 for repeat testing at medirex laboratory & unilabs for testing, results from medirex laboratory generated a sars-cov-2 negative, influenza a negative, influenza b negative result and a sars-cov-2 positive, influenza a negative, influenza b negative test result at unilabs (B)(6) laboratory. Re-tested samples using other platforms may reveal differences between the cobas® sars-cov-2/influenza a/b assay and the competitor platforms lods which may explain the observed result discrepancies. Low levels of amplification were seen for each of these runs which could indicate a sample with a low viral load near the lod of the assay. Samples which contain this low quantity of viral material are expected to generate wavering results from run to run. Patient samples were collected using nasopharyngeal swab, medium non -roche validated ¿ viral preservation medium no mark, biocomma, biologix. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. There was no allegation of harm to the patient. Unknown if the results were reported out to the patients and/or personnel treating the patients. The investigation to assess the customer allegation has not yet been completed. Five (5) mdrs will be filed one for each patient as per FDA guidance.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. The instrument has been recommended for return. Cn-(B)(4).

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. Investigation did not show product issues; therefore, a systemic issue is not suspected. (B)(4).

Manufacturer narrative:
Corrected device code from false positive result to not reproducible results. (B)(4).